Event description:
A report was received that the patients ipg had turned inside the pocket and was lying vertically. It was also noted that patient was not able to charge. The patient underwent a pocket revision procedure wherein the ipg was sutured back up and was placed face upward. The patient was doing well postoperatively.